Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced autoreducing due to high impedances on both leads. Ipg was also inoperable and unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Therapy was restored post-op.